Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with striae and dry eye in the right eye, at a postoperative visit. Patient has had punctal plugs put into lower lids both eyes. Patient is using tear gel at night and artificial tears during the day. Patient still has microstriae and dryness one month out. Another report is filed for the left eye. Additional information has been requested.